Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during leep (loop electrosurgical excision) procedure, the device was melted partially where it was wiped with a raytec. The settings used were 30w cut/30w coag and it was activated for several seconds. The generator was delivered too much energy, causing the insultation on the tip to melt. There was no broken piece retrieved, no piece fell into the patient cavity, no x-ray was performed, and no additional medical procedure was needed to remove the piece from the patient. Case completed per usual. There was no patient injury.

Event description:
According to the reporter, during a procedure, the device was melted. The generator was delivered too much energy causing the insultation on the tip to melt. Case completed per usual. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#:(B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during leep (loop electrosurgical excision) procedure, the device was melted partially where it was wiped with a raytec. The settings used were 30w cut/30w coag. The generator delivered too much energy, causing the insultation on the tip to melt. There was no broken piece retrieved, no piece fell into the patient cavity, no x-ray was performed, and no additional medical procedure was needed to remove the piece from the patient. Case completed per usual. There was no patient injury.